Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that hazardous drug leaking from texium and smartsite connection point.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was taken by the customer that verifies the leakage of the texium to another set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.